Event description:
It was reported that the physician achieved arteriotomy closure with a starclose vascular closure system after an unknown procedure. After the clip was deployed pt's leg became cold when a calcified plaque was released. Surgery was performed for total occlusion of the artery. The pt recovered. The physician noted the problem was due to the pt's vascular disease and not due to the starclose device. The vessel had an inferior takeoff, was narrow, heavily tortuous and calcified, and had restenosis. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.